Event description:
Patient underwent removal of her bilateral breast implants for ongoing issues with non-healing wounds. Skin showed some necrosis in the central breast mound area on the left hand side surrounded by erythematosus compromised tissue. Implants were placed [redacted date] after patient underwent chemotherapy and radiation therapy for her invasive ductal carcinoma.